Event description:
Boston scientific received information that during a routine follow-up, this lead was confirmed dislodged. As a result, the lead was explanted and is intended to be returned for analysis. No adverse effects were reported.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.